Event description:
The patient implanted for non-malignant pain reported that she had met with a manufacturer representative (rep) on (B)(6) 2016 and received a program for the right and left side at the same time. She noticed on friday that it was not working on the left side and she couldn't adjust it to go on the left side. It was noted that she still had bandages and a few stitches that were coming out (B)(6) 2016. No trauma/falls or medical tests/emi were related. The device had been checked with the patient programmer (pp) and it showed stimulation to be on and group b, program 1 was active at 3.25. The patient had groups a, b, c, and d. They had tried all the groups and were unable to get pain relief on the left side. The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.